Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: review of the black box data and download history revealed daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On examination, the keypad was intact without damage. On investigation, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and did not reveal any damage, defect or contamination of the button contacts. Investigation did not duplicate the complaint. The pump was exercised for 29 hours without any issues; the pump was found to operating within the required specifications without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the patient experienced elevated blood glucose of 525 grams while on insulin pump therapy. No further information was provided. The pump reportedly experienced a frozen screen after the battery was changed due to an unresponsive keypad issue. This complaint is being reported because the alleged issue was not resolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).